Event description:
It was reported that the transducer probe displayed a usacquistionhw_31 error message when it was connected to the ultrasound system. The transducer was connected to all three ports and the same error occurred. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results. Additional information was received and it was reported that the patient was already sedated and on the table when the reported phenomenon occurred. The physician replaced the transducer with another eto transducer to continue and complete the intended procedure using the same system. There was no need to repeat the procedure because there was no loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Follow up #1 this supplemental report is being submitted to provide additional event information, provide the initial reporter information, provide the date received by manufacturer, and correct the patient code. Follow up #2 this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found a tip damage,articulation sleeve dent and a hole, and a rove crack. A system test was conducted and the reported system error 31 was able to be reproduced. A factory leakage test was performed and it failed. The physical damage found during visual inspection can cause electrical leakage failure and can damage electrical components inside the transducer which can result to system error. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide the initial reporter information (see section e1), provide the date received by manufacturer (see g4), and correct the patient code (see section h6).

Event description:
Additional information was received and it was reported that the patient was already sedated and on the table when the reported phenomenon occurred. The physician replaced the transducer with another eto transducer to continue and complete the intended procedure using the same system. There was no need to repeat the procedure because there was no loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found a tip damage, articulation sleeve dent and a hole, and a rove crack. A system test was conducted and the reported system error 31 was able to be reproduced. A factory leakage test was performed and it failed. The physical damage found during visual inspection can cause electrical leakage failure and can damage electrical components inside the transducer which can result to system error. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.